Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the proximal to mid left anterior descending artery with moderate tortuosity. The 3.0 x 15 mm promus stent delivery system (sds) was inserted; however, after the sds was in the anatomy, it was observed that the stent was not on the sds balloon. The stent was found stuck on the protective mandrel, outside the anatomy. It was noted that the stent was flattened and flared. There was no resistance noted during removal of the protective mandrel. A new sds was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) found blood visible on the balloon and contrast in the inflation lumen and in the balloon, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was returned dislodged from the balloon, confirming the reported dislodgement. The middle and distal portion of the stent was mangled. The proximal portion of the stent was slightly smashed. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a bend in the hypotube 53.5cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The stent outer diameters were unable to be measured due to the damage noted. The inner diameter of the protective sheath was measured and met manufacturing criteria. In this case, it is possible the protective sheath was inadvertently handled during removal, resulting in the stent dislodgment and noted damage; however, this could not be confirmed. It was reported the stent dislodgement was not noted until the sds was advanced into the patient anatomy. It should be noted the promus instructions for use (IFU) states: prior to using the promus everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination, or stent dislodgement from the delivery balloon. Based on the device lot history record review and query of similar incidents for this lot, there is no indication of a product quality deficiency.